Event description:
The facility reported a colleague pump with failure code 814:04. It was not specified when reported condition occurred. During the product evaluation at baxter, it was discovered that failure code 814:04 occurred during infusion which caused an interruption during delivery. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4). Correction: the sample receipt date was inadvertently omitted in the initial medwatch report.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause could not be determined. No repairs have been performed at this time since this is a baxter-owned device. A follow-up medwatch report will be submitted if additional information becomes available.